Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the device fractured during procedure. A 06 x 3.50 flextome cutting balloon was selected for use. During procedure, it was reported that the device fractured when entering the patient. The procedure was completed with different device. There were no patient complications reported.

Event description:
It was reported that the device fractured during procedure. A 06 x 3.50 flextome cutting balloon was selected for use. During procedure, it was reported that the device fractured when entering the patient. The procedure was completed with different device. There were no patient complications reported. Device evaluated by MFR.: the device was returned for evaluation. A visual and tactile examination identified a complete break approximately 250mm distal to the strain relief on the severely kinked hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual and microscopic examination identified no damage to any of the blades. All blades were present and fully bonded to the balloon material. No issues were noted with the blades that could have contributed to the complaint incident. The balloon was folded and did not appear to have been subjected to positive pressure. A visual and microscopic examination identified no damage or any issues with the balloon material that could have contributed to the complaint device. A visual and microscopic examination identified no damage or any issues with the tip or markerbands of the device. No other issue was reported.